Manufacturer narrative:
The complainant was unable to report the suspect device upn and lot number; therefore manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex biliary uncovered stent has been implanted to treat a stenosis as palliation for advanced cancer in the common bile duct during a procedure performed on an unknown date. Reportedly, the patient's anatomy was not dilated prior to initial stent placement. According to the complainant, on (B)(6) 2019, the patient presented with obstructive jaundice. An endoscopic retrograde cholangiopancreatography (ercp) procedure was performed and tumor ingrowth was noted inside the wallflex biliary uncovered stent. A plastic stent was placed through the stent and the procedure was completed.